Event description:
The hospital reported through doc matter about the vasoview hemopro 2 used for an endoscopic vein harvesting procedure. Major improvements to the smoke evacuation needs to happen. They hate having to clean between the jaws so frequently.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Manufacturer narrative:
(B)(4). Analysis of production: (3331/213/67) no device was reported, therefore a lot history review is unavailable. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period feb 2020 to jan 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.

Event description:
N/a.